Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that central nurse's station (cns) did not alarm for an event that the nurse manager considered to be aivr. No patient harm was reported. Investigation summary: the customer provided a printout of the strip and a page of full disclosure. Nihon kohden technical support (nk ts) explained that without the complete data that was requested in the investigation guide, it would be difficult to determine whether the cns should have alarmed. The information provided was reviewed by the nihon kohden clinical team. An nk clinical application specialist (cas) reached out to the customer and left a voicemail explaining that the strip provided appeared to be a ventricular rhythm, but not knowing what the system was set to and what actually alarmed made it difficult to determine if the cns should alarm. Nk cas followed up with an email to the customer but received no response. There is insufficient information available to determine the root cause of the reported event. There is no indication of a device malfunction. A review of the service history for this cns shows this is an isolated incident. There was no recurrence history for this device. The following fields contains no information (ni), as attempts to obtain the information were made, but not provided. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: telemetry transmitters: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni additional information: b4 date of this report d10 concomitant medical device g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that central nurse's station (cns) did not alarm for an event that the nurse manager considered to be aivr. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they had a nurse manager inquiring about why the patient monitoring system did not call a waveform. The nurse would have expected the central nurse's station (cns) to call a ventricular arrhythmia event. No patient harm was reported. The bme sent in a scan of the patient event which was evaluated by nihon kohden clinical support and found that there was a ventricular arrhythmia event waveform on the patient's log but cannot determine if the cns did not sound an alarm or alert, since the customer did not provide the complete logs before discharging the patient from the system. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when or if additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they had a nurse manager inquiring about why the patient monitoring system did not call a waveform. The nurse would have expected the central nurse's station (cns) to call a ventricular arrhythmia event. No patient harm was reported.